Event description:
Boston scientific provided the following information: there are atr with noise. Patient was just sitting there with rate 130 symptomatic (palpitations) ap-sr vs. Ra impedance 279 ohms. No p-waves. Reprogrammed dddr to ddd and the noise went away. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.